Event description:
The customer called and stated she had been receiving "hi" blood glucose readings when testing with her breeze2 meter. She was unable to troubleshoot during the call because she was not feeling well. Customer service advised the customer to seek medical assistance. The customer was contacted after the initial call. She stated she was hospitalized for 4-5 days due to the high readings. No other information was provided. No product will be returned.